Event description:
It was reported that the camera head exhibited error e226 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; d9; d10; e1; g3; h2; h6 and h11. Corrected fields: e3; g4 . The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes such as electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradation. Mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. These causes can occur between components such as connector/coupler; adapter; switch/relay; circuit board; electrical cable; sensor; lenses; seal without any design or manufacturing issue. That could cause image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.